Event description:
Reporter indicated that the pt experienced bradycardia during two lead test. The lead tests were done during a re-implant surgery. It was reported that throughout the implant procedure the pt's heart rate was approximately 75-80 bpm. During the first lead test, the pt's heart rate dropped to 52 bpm, and during the second lead test, it dropped to 61 bpm. The first lead test was done before the generator was implanted, and a second lead test was done after the generator was implanted. Both incidents resolved spontaneously, without intervention.